Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. The technician was able to duplicate the reported issue of the motor fault and vent inop (inoperable) alarms. The technician isolated the root-cause to the turbine muffler assembly. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect device component and performed an investigation. The reported issue was duplicated and the root cause was isolated to the turbine muffler assembly. This issue will be internally investigated within carefusion.

Event description:
The customer reported while using the vela ventilator; the unit displays motor fault alarms. The customer reported the unit went inoperable with alarms reported. The issue occurred during patient use. The end-user's reported the patient was manually vented and recovered. The customer reported there is no patient consequence associated with the event.